Event description:
Report received of a non-delivery of heparin. The customer could not recall the concentration or rate of the infusion. A new bag of heparin was hung at 2:00pm in 2001. At approximately 12:00pm the next day. The customer contact noted that the bag of heparin was still full and no fluid was dripping in the drip chamber. There was no pump alarm. The pump was removed from clinical service. Therapy was continued utilizing the same tubing and heparin solution on a different pump. The patient's ptt level was reported to be sub-therapeutic, however, the customer could not recall exact laboratory values. There was no reported adverse effect to the patient. No medical interventions were required. No further info was available.